Event description:
Device issue #2: suture pulled out of artery. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted to pull the suture taut, the suture with the knot came out of the artery. The vessel was re-wired and the proglide device removed and two additional proglide devices were used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the two additional perclose proglide devices indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete.